Event description:
The information received via medtronic indicated that the insulin pump was not functioning as expected. The customer reported that the insulin pump had failed high pressure test twice. The customer also reported that they experienced high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump received with missing retainer ring. Unit passed self-test. However, was unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to missing retainer ring. Unit successfully downloaded to thump. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap does not locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked belt clip rails, missing o-ring(reservoir tube), detached retainer, broken reservoir tube lip, corroded battery tube. Unable to test for reported harm and device test failed were confirmed due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.